Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check prior to device change out procedure, out of range high pacing lead impedance was observed on both atrial and ventricular leads. Clavicular crush was noted on fluoroscopy. The electrical measurements (sensing, impedance and threshold) of both leads were abnormal. Both leads were capped and replaced during device change out procedure on (B)(6) 2018. Patient was stable throughout the event.